Event description:
It was reported that the implantable cardioverter defibrillator exhibited wireless bluetooth communication problems. No intervention was performed. Patient was stable. Patient was brought into clinic. Bluetooth worked as expected with the merlin programmer. The patient was contacted the following day and pairing was successful. No patient consequences.